Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed and replaced with a spectra penile prosthesis (spp) due to patient being unable to use the pump. No patient complications were reported in relation to this event.